Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly during surgery, the screw broke when the surgeon was tightening the screw by screwdriver. The surgeon could only rid the screw head. But, the surgeon couldn't rid the portion of the remaining in the patient's body.

Manufacturer narrative:
Conclusion: unable to confirm complaint; device not returned.